Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm while refilling the heater. This occurred on a homechoice (hc) during a last fill. The home patient (hp) thought there was a leak. The hp stated one of the bags was not connected completely in the setup and the bag leaked. The hp noted some solution was on the floor. The tsr advised if there were leaks, to start over with new supplies. The tsr recommended the hp contact the registered nurse (rn). The hp stated the bag was not connected all the way. The hp stated the bags twist together and may not be connected completely. The tsr assisted with troubleshooting and assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012. The hp said that he did not connect the line to the bag completely. He said there was nothing wrong with the supplies. No further information was available.